Manufacturer narrative:
Provided information states the trial head was left inside the patient as a spacer. When the humerus was exposed there was non-union with the greater tuberosity. The surgeon decided to abandon the procedure and proceed in a number of weeks. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.. (B)(4).

Event description:
On (B)(6) 2015 during surgery, it was not possible to pass a 6mm reamer down the shaft of a humerus due to sclerotic bone. The surgeon was afraid of causing a fracture if he tried to force the reamer. The patient had previously fractured the humerus and it looked as if there was union between the fractured fragments. However when the humerus was exposed, there was nonunion with the greater tuberosity. The surgeon decided to abandon the procedure and proceed in a number of weeks. The above part was left in the patient as a spacer and will be retrieved when the second stage of the surgery goes ahead.